Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 441 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. The patient took no actions based on the meter reading. "A few hours" afterwards, the patient experienced the symptoms of sweating, shaking and dizziness. The patient administered self-treatment by consuming food; she did not seek any medical attention. The patient manages her diabetes with humulin and humalog insulin, doses not specified. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.